Manufacturer narrative:
The insulin pump was received with blank display due to corroded, broken battery contact spring, corroded battery tube, corroded battery cap assembly, cracked battery tube threads and cracked reservoir tube lip. Unable to verify failed battery test alarm or low battery alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the bottom spring had fallen out, the battery holder had white powdery substance in it, and they received failed battery alarms 3 times. The customer's blood glucose level was reported to be 216mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer was advised the pump would be replaced and returned for analysis.